Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the pump powers ¿on¿ with a completely unresponsive keypad; testing was unable to verify steps and to adequately investigate the reported ¿power issue¿. No intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad complaint is reported separately.

Event description:
On (B)(6) 2014, the distributor contacted animas and alleged a power(no power) issue: the pump is frozen - unresolved by rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.